Event description:
The pt was implanted with standard electrode in his left ear in 2001. He complainted that he has heard only intermittent sounds 2 days earlier. The pt reported that no accident or head impact had occured before he complained about hearing intermittent sounds. Testing confirmed that the device had malfunctioned. A new tempo+ processor was turned for the pt to judge the sound quality, and the pt still complained that he heard no sounds with the newly turned processor.